Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that yesterday, when they were walking, they suddenly felt very painful, uncomfortably high stimulation pulsating in their groin and down their leg it was sore. They could not walk and had to lift their leg up to stop it. The pt said that stopped and then they used their programmer to check their setting but they encountered por, now they cannot turn it up or down. They called their medtronic rep today and asked if the painful stim could come back over the weekend, before they have the chance to see their doctor on monday. Patient services reviewed, if the painful sensation was caused by their stimulator we do not expect it will happen again because it is off and they cannot restart it on their own. It must be evaluated and potentially restarted by their doctor or rep. If the painful feeling happens again then it may be a result of a medical issue and should be addressed by a medical professional. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.